Event description:
During a ptca treatment procedure, nc monorail balloon removal difficulties were encountered. The physician was attempting to dilate an occlusion in the proximal rca. After crossing the lesion with a wire, the physician had advanced three different balloons with some difficulty, but did not achieve satisfactory results, despite multiple inflations. The physician then crossed the lesion with the nc monorail balloon. After inflating and deflating the balloon several times, physician was unable to remove the balloon from the lesion. There was no evidence that the balloon was still inflated. They pulled several times on the catheter and when they pulled with some force, the catheter separated, leaving 6-8 inches in the proximal rca, extending into the aorta. The physician attempted to retrieve the distal segment using several snares, but was unable to do so. The patient remained stable throughout the procedure, although the rca appeared to have closed. Due to the unsuccessful angioplasty, the patient was sent the following day for elective single coronary artery bypass grafting and retrieval of the retained balloon catheter segment. The patient was discharged several days later and is reported to be doing well.